Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A field service engineer opened the back panel and inspected the inseparable, found a missing magnet was identified, replaced the inseparable latch and performed final testing; the customer successfully recovered the drawer and completed verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 was stuck closed. When attempting recovery, the machine did not recognize that the drawer had not opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.